Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The pump powered up and functioned properly. The keypad cover was intact. No tactile issue was observed with the buttons. Removal of keypad cover did not find any anomalies with the button contacts. The reported button tactile issue was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there 'up' and 'down' arrow buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.